Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the jaws "hiq+", 5 x 330 mm, needle holder grip, at the tip, was bent. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6), related patient identifier: (B)(6).